Event description:
It was reported after multiple inflations to approximately 3-4 atmospheres, difficult deflation was encountered during temporary carotid artery occlusion procedure. Successful spontaneous deflation occurred and the balloon was removed without incident. Another balloon was used to successfully complete procedure without patient complications. The device has not been received for evaluation. Therefore, no failure analysis is available. Patient anatomy and/or user technique may have contributed to this event. However, without evaluating the device, co is unable to determine the cause for this event. Directions for use state: when the procedure has been completed, deflate the balloon by applying suction to the balloon lumen and remove from the vasculature...note: the larger the syringe diameter, the greater the suction that is applied...if resistance is felt when removing a guidewire through a catheter or if resistance is encountered when removing a catheter through an introducer sheath, stop and remove them as a complete unit to prevent damage to the guidewire, a catheter or vessel."

Manufacturer narrative:
This device was received, evaluated and retained by this MFR. The engineering evaluation revealed a leak at the distal bond.